Event description:
Ous MDR - boston scientific received information that one day after this right atrial lead was implanted, the lead presented with pacing threshold measurements above 6.5 volts, pacing impedance measurements at 416 ohms, and 4.7mv amplitudes. A chest x-ray was taken and revealed that the ra lead had dislodged. A lead revision was performed, and this ra lead was successfully repositioned. All lead measurements are now in normal range. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.